Manufacturer narrative:
Review of medical records find patient has a history of adhesions. Surgery performed after implant of the bard/davol mesh addressed adhesions, none of which were reported to be adhered to the mesh. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of patient's medical records provided to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent a laparoscopic incisional hernia infraumbilical repair with implant of a non-bard/davol "physiomesh" due to a previous surgical procedure including a gastric bypass and cholecystectomy. On (B)(6) 2014 - patient went to the ER for epigastric and colicky pain along with nausea and vomiting. During her hospitalization a CT scan was performed indicating she has seromas in the subcu tissue from the previous procedure performed in (B)(6) of 2014. Per the surgeons summary it appeared the non-bard/davol mesh was slightly "bowed" into the defect and there was decompression of the small bowel at the right inferior border. Patient was diagnosed with adhesive bowel obstruction. On (B)(6) 2014 - the patient underwent extensive lysis of adhesions to the physiomesh, explant of the non-bard/davol mesh, implant of the bard/davol flat mesh and a modified stoppa procedure. On (B)(6) 2014 - the patient was diagnosed with bowel obstruction, however, a small bowel follow-through procedure indicated there was no obstruction just a slow transit time. On (B)(6) 2014 - the patient was admitted to the hospital with a partial small bowel obstruction and was treated conservatively. Patient had an abdominal x-ray that showed chronic dilated loops of small bowel in the left upper abdomen down to her umbilicus. On (B)(6) 2015 - the patient was admitted to the hospital with a small bowel obstruction with some upper abdominal pain and nausea. Doctor recommended an exploratory surgery. On (B)(6) 2015 - patient was diagnosed with an adhesive small bowel obstruction, 2-3 ban adhesions from the colon between the mesentery, trapping some of the mid small bowel. The patient underwent exploratory laparotomy with lysis of adhesions with no mention or visualization of the bard/davol flat mesh in the operative details.